Manufacturer narrative:
Initial report ref natus complaint# (B)(4) related report #3902560000-2026-8023. Per (B)(4) rev 37 emg/ iom middleton products risk assessment spreadsheet hazard 16.4 - system becomes completely non-functional clinical use (non-or) effect (harm): delay in use of the system with no clinical effects. Residual risk: minor the hazards identified have rba rating of low and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. No related capas. Further investigation to be carried out.

Event description:
Part 982a0597 - due to the emg [electromyogram] machine not connecting and turning on correctly, patients needed their emg tests rescheduled.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Related report #3902560000-2026-8023. Per (B)(4) rev 37 emg/ iom middleton products risk assessment spreadsheet hazard 16.4 - system becomes completely non-functional clinical use (non-or) effect (harm): delay in use of the system with no clinical effects. Residual risk: minor the hazards identified have rba rating of low and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. No related capas. Install date: (B)(6) 2015. Per (B)(4) rev 37, the nicolet edx system is beyond its expected service life. Device is expected to be in active service usage for 7 years from the date of installation. Investigation results: the affected product was not returned. The customer was requested to provide a video of the failure to assist with the investigation. The customer confirmed the unit did not take any videos of the error. Per the customer, the unit leader stated that "the machine cannot be fixed; it was corrupted by a microsoft update. A new machine was purchased to replace the corrupted one."

Event description:
Part 982a0597 - due to the emg [electromyogram] machine not connecting and turning on correctly, patients needed their emg tests rescheduled.